Manufacturer narrative:
The explanted ipg will not be returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was replaced due to skin erosion and infection. The physician believes the erosion is caused by the patient sitting on the ipg. The physician replaced the patient's ipg and relocated the pocket site. The patient was prescribed antibiotics. The patient is doing well following the revision.